Manufacturer narrative:
H.6. Investigation summary: bd received two (2) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with eighteen (18) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was observed in the two (2) returned samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 03-oct-2023.

Event description:
It was reported that during use with the bd vacutainer® k2e 5.4mg plus blood collection tube, the tubes did not fill properly. This occurred 30 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: the customer complained that in the past two months, about 6-7% (with an average daily dosage of 400 tubes) of the 3ml purple head tube had insufficient negative pressure, manifested as a blood flow rate similar to the dripping rate, and even about 1% could not collect blood samples at all, suspected of no negative pressure. After our on-site investigation, we have ruled out factors such as operation and patient vascular conditions, and confirmed that the situation is true.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® k2e 5.4mg plus blood collection tube, the tubes did not fill properly. This occurred 30 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from (B)(6): the customer complained that in the past two months, about 6-7% (with an average daily dosage of 400 tubes) of the 3ml purple head tube had insufficient negative pressure, manifested as a blood flow rate similar to the dripping rate, and even about 1% could not collect blood samples at all, suspected of no negative pressure. After our on-site investigation, we have ruled out factors such as operation and patient vascular conditions, and confirmed that the situation is true.